Event description:
Technician alleged that the head of the bed will raise slightly, then lower by itself. No pt impact.

Manufacturer narrative:
The tech inspected the head drive re-engagement switch to find the plastic arm broken. The tech replaced the head drive switch to resolve the issue.